Event description:
The customer observed a false negative architect syphilis tp result generated on the architect i2000sr processing module for a 71-year-old female patient. The following results were provided: (customer provided reference range 0-1 s/co) sid (B)(6), initial result = 0.04 s/co, patient's results at another hospital = positive autobio instrument = negative, elisa result = negative. Tppa diluted 1:16 result = was positive and trust result = positive. Additional information provided: the patient was diagnosed on (B)(6) 2025 with pleural effusion, acute heart failure, sequalae of cerebral infarction, malignant lung tumor, malignant digestive tract tumor, hypertension grade 2 (extremely high risk), post-hysterectomy, renal failure, and pneumonia. No impact to patient management was reported. Update: additional information provided on 15jan2026. The following information was provided. Further test results were provided: repeat result on the architect i2000 = 0.03 s/co, immunoblot method = negative, igm and igg, other than the qc, showed no bands at all. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing, and return sample analysis. Data and information provided by the customer were reviewed. Review of tracking and trending for the architect syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 76480be01. Device history record review did not show any nonconformances, potential nonconformance, or deviations associated with the lot number and complaint issue. The returned specimen was tested with the following results: sample ID (B)(6): architect syphilis tp: 0.03 s/co (non-reactive), recomline treponema igm: negative (no reaction), recomline treponema igg: negative (no reaction). Testing was performed using a retained reagent kit of architect syphilis tp reagent lot 73542be01, as complaint lot 76480be01 was not available for testing. In-house sensitivity testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp for lot number 76480be01 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information in section b5. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative architect syphilis tp result generated on the architect (B)(6) processing module for a 71-year-old female patient. The following results were provided: (customer provided reference range 0-1 s/co) sid (B)(6) initial result = 0.04 s/co, patient's results at another hospital = positive autobio instrument = negative, elisa result = negative tppa diluted 1:16 result = was positive and trust result = positive additional information provided: the patient was diagnosed on 09nov2025 with pleural effusion, acute heart failure, sequalae of cerebral infarction, malignant lung tumor, malignant digestive tract tumor, hypertension grade 2 (extremely high risk), post-hysterectomy, renal failure, and pneumonia. No impact to patient management was reported. Update: additional information provided on 15jan2026. The following information was provided. Further test results were provided: repeat result on the architect i2000 = 0.03 s/co, immunoblot method = negative, igm and igg, other than the qc, showed no bands at all. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-74 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative architect syphilis tp result generated on the architect i2000sr processing module for a 71-year-old female patient. The following results were provided: (customer provided reference range 0-1 s/co). Sid (B)(6) initial result = 0.04 s/co, patient's results at another hospital = positive. Autobio instrument = negative, (B)(6) result = negative. Tppa diluted 1:16 result = was positive and trust result = positive. Additional information provided: the patient was diagnosed on (B)(6) 2025 with pleural effusion, acute heart failure, sequalae of cerebral infarction, malignant lung tumor, malignant digestive tract tumor, hypertension grade 2 (extremely high risk), post-hysterectomy, renal failure, and pneumonia. No impact to patient management was reported.